Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away from cardiac arrest. The patient was hospitalized due to respiratory failure, intubated, and required max pressors which resulted in hypotension. This in turn lead to the cardiac arrest and death of the patient. The death was not considered to be device related and the device functioned as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined. Hm3 lvas was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14apr2021. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists potential adverse events, including respiratory failure and death, that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.